Event description:
Same case as MFR report #: 2134265-2009-05239. It was reported that in preparation for a percutaneous coronary interventional procedure, a wire break occurred. The 90% stenosed lesion to be treated was located in the calcified and moderately tortuous proximal to distal left circumflex. When the physician was testing the rotalink burr on the floppy rotawire of the pt during preparation, the floppy rotawire separated. As this occurred outside of the pt, no pt consequences occurred. The procedure was completed with another of the same device, and pt's status was reported as "good".

Manufacturer narrative:
(B)(4).